Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report, but received only limited info. The user facility reported that on the third use of the electrosurgical unit, they unexpectedly experienced a longer and more powerful cut, and bleeding was observed. The bleeding was reportedly stopped using an unspecified cautery device, then the pt was transferred to the recovery room following the procedure. According to the user facility, the pt expired overnight. The exact cause of death was not provided by the user facility. An olympus representative visited the user facility following the event to obtain add'l info, and to provide in-service training to user facility staff as needed. At the time of the visit, the olympus representative inspected the unit and noted the settings, which according to user facility staff were the settings during the pt procedure. However, another user facility representative has provided different info regarding the settings. The esg-100 electrosurgical unit was returned to olympus for eval. The unit was tested and found to operate appropriately, and passed all standard tests and procedures. The user facility has indicated that the endoscope used in the procedure will be returned for eval. If add'l significant info is received, or if the results of the eval on the returned endoscope provide significant info, this report will be updated. This medical device report is being filed in an abundance of caution.

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy procedure, the user successfully used the electrosurgical unit for the first two cuts, however, the user facility reported that, on the third use, the pt's colon was cut using the electrosurgical unit, and the pt experienced bleeding. The pt subsequently died overnight following the procedure.